Event description:
It was reported that patient tripped, fell, and landed on the left pectoral area and the blunt force trauma to the pocket area caused a wound dehiscence of the recent suture line and opened the pocket to the outside environment. Patient was asymptomatic. Due to pocket being open in non-sterile environment, the physician elected to proceed with safety precaution and explanted the entire system. No adverse consequence during the explant procedure and patient was stable post procedure. No plans for replacement procedure has been scheduled at this time.